Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return product for eval.

Event description:
Consumer was removing a tampon and the tampon came apart inside her.